Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell, causing reservoir compartment to crack and a result, reservoir was not able to stay in place. Customer also reported to have received the drive support cap notice and stated that the drive support cap was recessed. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked into place due to reservoir tube lip damage. However, the insulin pump passed displacement test, prime test, excessive no delivery test, self-test and unexpected restart error test. All operating currents tested with in the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked display window, minor scratches on the display window and missing reservoir tube lip o-ring.